Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after a stapling during a digestive procedure, the surgeon finds that it still bleeding by gynecological way. The staple had not closed correctly. He had to make a minilaparotomy to do again anastomosis. This creates additional difficulties during surgery

Manufacturer narrative:
(B)(4). Product received on 9/1/2015.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation a single malformed staple. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned staple. The reported condition for this incident was that during the gastrointestinal procedure the staple line was bleeding. Pmv received a single malformed staple in a specimen cup. The staple was analyzed using scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds). The reported condition of staple line bleeding was confirmed. However, without the loading unit being returned for evaluation it could not be determined how this occurred. Therefore the root cause for the reported condition cannot be reliably determined. A review of the device history records for the loading unit lot number indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.